Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse checked the power supply voltage finding 5 v, 24 v, and 48 v which was within specifications. Fse then tightened the wires to the 5 volt power terminal in the back of the instrument. Further evaluation revealed do (detector over range) errors on the result list with no results. As a result, fse replaced the detector, adjusted the temperature to 37.0 celsius, and calibrated the new detector. They also calibrated total t3 (tt3) with acceptable results. They ran lot hx17421 for tte and ran 80 controls for biorad and mac without any <l results. The mac controls results for lot f305 resulted in the following: mac 1- 0.91 (0.66-1.00), mac 2 r- 1.17 (0.91-1.37), and mac 3 (3.04-4.56). All tests were calibrated before use. However, the customer was still getting a <l results for one control. As a result, fse replaced the sample syringe pump and performed clog adjustments. There were no leaks noted and a new k1 value resulted as 327. Fse replaced the harness main to detector for possible intermittent connection and adjusted the main arm tip compression for tighter seal. The controls were ran and were within specifications. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed on 16-may-2018 for 2000 instrument with serial (B)(4), installed on (B)(6) 2017. The search was conducted from (B)(6) 2017 through aware date 02-may-2018 and revealed three (3) similar complaints found during the searched period. The aia-2000 operator's manual under chapter 8, other aspects of operation states the following: no result ( >h, <l ) this determines the way in which data is reported instead of concentration when the assay result is ">h" or "<l.". The test file assay range (upper limit and lower limit) is included in reports when assay range is selected. The <", "> symbols are added to the report when assay range (< >) is selected. It also further states that for <l results, calculation failed due to assay result being under assay range (represented by assay range lower limit value in test file). The most probable cause of the <l flag was due to the main sampling arm.

Event description:
A customer reported that they were getting <l flags on insulin, ferritin (fer), and alpha fetoprotein (afp) assay results with the a1a-2000 instrument. They further reported that they ran calibration verification method (cvm) high and still got an intermittent <l. The issue was occurring on approximately 1 out 20 samples. A field service engineer (fse) was dispatched to address the reported event, which in delayed reporting of afp, beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. If follow-up, what type- additional information a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the harness, main detector cable, and the detector unit were returned for evaluation on 05/17/2018. Functional testing was performed with all components. The cable error nor the detector error could be duplicated. The main detector cable and the detector unit performed as intended. Evaluation codes: results: 213 no failure detected. Conclusion code: 71 no failure detected; device operated within specifications.